Event description:
It was reported that a standard lpv medium pressure valve was removed due to not draining. The physician checked the valve before it was removed to ensure that it was placed in the pt properly. It was reported that it was placed in the pt properly. The physician removed the valve and attempted to pass water through it, however, the water would not pass through. There was no pt injury and the pt (baby) is doing ok.